Event description:
Customer reports receiving a blood glucose result of 240 mg/dl, and then administering 25 units of lantus insulin. The customer then reported losing consciousness shortly thereafter. Paramedics wwere called, and when they arrived a blood glucose result of 30 mg/dl was received on an unknown brand of meter. An intervenous treatment was administered in order to stablize glucose levels.